Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the suture was broken. An 8.3/25 expel drainage catheter with twist-loc hub was selected for use. During procedure, it was noted that the suture was broken. The device was easily pulled out from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The catheter returned has its suture broken. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the suture was broken. An 8.3/25 expel¿ drainage catheter with twist-loc¿ hub was selected for use. During procedure, it was noted that the suture was broken. The device was easily pulled out from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.